Event description:
The patient's father report that on (B)(6) 2014 his son's blood glucose, carbohydrate intake and insulin history. They took him to the hosp and upon arrival, he was diagnosed with high ketones. They placed him on an intravenous drip of pure water. The pod was left on during his stay. At 8:45am, the pod was deactivated and he was doing fine at the time of the call.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia, high ketones and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.